Manufacturer narrative:
One cadd extension set and three pictures were returned for the evaluation of the reported issue. Due to customer have not providing lot number of the component returned, there is not documentation to review the history of the process. In the picture, a filter was observed that is not used in smiths medical. The returned sample passed functional testing as there was no leak observed. Complaint was not confirmed. No root cause was determined due complaint was not confirmed. Actions taken were not performed due complaint not being confirmed.

Event description:
Information was received indicating that while in use of a smiths medical cadd extension set, leakage of medical fluid was noted. No patient consequences were reported. No adverse effects were reported.